Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reported patient hd had a swan neck curl catheter repaired on (B)(6) 2008, a hole was found in the catheter at the end of the adapter. Pt was given antibiotics after repair of the catheter.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.